Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -07.00 diopter, during the same surgery due to the lens tore/broke during injection/delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).